Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an mesh product was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with cystoscopy due to fibroid uterus, vagina and uterine prolapse, cystocele and rectocele. It was reported that the patient underwent cystoscopy, b/l ureteral stent exchange, b/l flexible ureteroscopy, laser lithotripsy, and (r) retrograde pyelogram on (B)(6) 2011. It was reported that the patient underwent cystoscopy w/bilateral ureteral stent removal on (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh removal on (B)(6) 2011 by dr. (B)(6) due to eroded mesh into bladder.